Manufacturer narrative:
The events of capsular contracture and bacterial infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade unknown, bacterial infection.

Event description:
Healthcare professional reported "rupture", "capsular contracture", baker grade unknown, staphylococcus "infection", "never liked breasts" and "never happy". This record is for the right side. The device has been explanted and replaced.